Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a previous DHR review (B)(4) did not reveal any related manufacturing deviations or anomalies on the reported product code 545035500, lot number 7795159 combination.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4), trade name - gentamicin sulphate, active ingredient(s) - gentamicin sulphate, dosage form - powder, strength - 1.0g active in our cements. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune tka to treat post-traumatic osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat suspected to loosening. Upon entering the joint, synovitis and bony overgrowth was debrided, and tight flexion identified. The femoral component was loose at the cement to bone interface and revised. The tibial tray was loosened and debonded at the cement to implant interface and revised. There was no reported product problem with the revised tibial insert. Patella was retained. The patient was revised with competitor revision components utilizing competitor cement. The procedure was completed without complications. Doi: (B)(6) 2014, dor: (B)(6) 2019, left knee.